Event description:
It was reported the patient exhibited withdrawal symptoms. The patient missed their pump refill appointment. The medications used within the system were baclofen, fentanyl, and clonidine. It was later reported that the patient's pump was refilled on (B)(6) 2013. Device interrogation at that time revealed an empty reservoir alarm occurred. The patient reported symptoms of nausea, sweating, and increased pain. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter, (B)(4).